Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional review determined that the reported information [it was further reported that the patient had undergone MRI on (B)(6) 2015 and 24 hours later, when checking the pump logs, a motor stall was noted to have occurred on (B)(6) 2015 and recovered on (B)(6) 2015 (lasting 8.5 hours).] Is not related this event.

Manufacturer narrative:
(B)(4). "Believed the valve over pump was now defective".

Event description:
Additional information was received from a healthcare provider (hcp) and company representative. In (B)(6) 2015 the patient experienced respiratory and cardiac arrest. The patient was resuscitated fairly quickly, but was comatose for two weeks and then recovered. At that time, they suspected a pocket fill. The patient was unconscious following the refill. They suspected a 25 gauge needle might have been used and the cause of the symptoms, but the reporter was not sure. The physician used compounded drug and his own needles so the hcp wondered if the pump septum or valve over pump may be damaged/defective. The hcp believed the valve over pump was now defective. They were wondering if the damage was due to possibly using different needles outside office to fill the pump. The patient had experienced a clinically significant overdose at the hand of an experienced refilling clinician and they did not feel that it was a pocket fill. The patient's previous managing physician was not using lioresal refill kits and wondered if somehow the reservoir septum had been compromised by whatever refill procedure/components were used. The hcp wondered if it was possible that drug was extravasating from a damaged septum. It took the patient a week to recover from overdose symptoms and he did not experience withdrawal.

Event description:
It was reported the patient underwent an uneventful/uncomplicated pump refill on (B)(6) 2015 at the physician¿s office. The procedure went perfectly with the appropriate amount of resistance felt and 40ml were refilled. It was done with the patient upright in a wheelchair. After refill the pump programming had been changed from simple continuous to flexible dosing. The patient returned to school where he stopped breathing between approximately twenty-five minutes to two hours after the refill. It was unknown if the onset was sudden or gradual. He was taken to the hospital at which time he had overdose symptoms and his lips were purple; his pupils were dilated and he was unresponsive. The pump was aspirated and got little drug from the reservoir. He was placed in the intensive care unit with respiratory arrest and received mechanical endotracheal ventilation. The pump rate was reduced to minimum rate of 12.5mcg/day at 18:24. On (B)(6) 2015, the patient remained on a ventilator and had had seizures during the night. A dopamine drip was necessary to maintain blood pressure. The physician aspirated 7ml of clear fluid from the pump and re-installed it and then 40ml of cerebrospinal fluid was withdrawn via the catheter access port. X-ray of the pump demonstrated no obvious anomalies with any part of the system. The patient was still on a ventilator and had uncontrolled seizures; he was then airlifted to another hospital at approximately 16:00. The pump volume was again checked and 6ml were aspirated when 8ml were expected (some of the information was discrepant). The reporter was told the patient was smiling. The patient underwent eeg, which was abnormal. It was thought that during the refill the catheter had possibly been canulated, the side port accessed for refill instead of the reservoir, or a programming error occurred. It was noted that afterward the physician had shaken and examined the syringe that was utilized for aspirating the pump reservoir and thought it looked ¿frosty¿, like cerebrospinal fluid. It was further reported that the patient had undergone MRI on (B)(6) 2015 and 24 hours later, when checking the pump logs, a motor stall was noted to have occurred on (B)(6) 2015 and recovered on (B)(6) 2015 (lasting 8.5 hours). The patient was still in the intensive care unit, ventilated, and sedated. On (B)(6)2015, it was further reported that it was felt that the overdose had occurred due to a pocket fill or fill through the catheter access port rather than the pump reservoir and it was not possible to determine which one. It was assumed that the patient¿s seizures were related to the event but it was not confirmed. Information received on (B)(6) 2015 indicated that per the hcp, the patient remained intubated and ventilated but there were signs of responsiveness. It was not believed there had been a significant anoxic brain injury and his condition was improving.